Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility.

Event description:
It was observed that after an implant procedure, the scar had healed poorly and reopened resulting in an erosion of the device. There was also an infection observed on the device, right ventricular (rv) lead and right atrial (ra) lead. A revision procedure was performed and the device, rv lead and ra lead were removed to resolve the event. The patient is stable.